Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio initially determined that the cause of the reported issue was the customer's battery. However, further investigation identified the issue to be a damaged battery pin. The grommet for the battery pin would not allow for the pin to tighten. The rear case of the device was replaced to resolve this. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.